Event description:
Flu symptoms, migraine headaches, skin rashes, breast tenderness, fatigue, swollen glands, coldness and pain of extremities, incorrect size of implants, nipples looked horrible, left breast has sloshing noises, severe pain during implantation, nausea, vomitting, ribcage pain, breast sutures opened, dehiscence of left breast wound exposed left breast implant, broken capillaries of right thigh. (Also see 1003802.)